Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery "died" while the customer was sleeping. Blood glucose was approximately 400 mg/dl. Ketones were present. Customer was treated in the emergency room (ER). Intravenous insulin was administered and laboratory tests were performed. Customer left the ER in stable condition with a bg of 184 mg/dl. Upon follow-up, customer reported the low battery alerts vibration did not wake the customer. Customer change the alert setting from vibrate to audible/repeat.